Event description:
During a robotic-assisted laparotomy, a screw broke off the da vinci s pk (plasmakinetic) dissecting forceps and fell into the abdominal cavity. (The device continued to work after this event). The screw was located and retrieved from the abdominal cavity. No harm to patient.vendor was in the or at the time of the malfunction.